Event description:
The customer reported that the unit is intermittently rebooting and fails to recognize the battery.

Manufacturer narrative:
The customer reported that the unit is intermittently rebooting and fails to recognize the battery. The unit was evaluated at the philips and the failure was verified. Replacing the battery pca resolved the failure.